Event description:
Pt underwent vns therapy system explant due to "unresolved nerve shocks felt in the left neck". Both the lead and generator were explanted. It is not known whether a placement system was implanted. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anaomlies that would adversely affect device performance. Investigation to date has been unable to determine whether the vns therapy system was functioning properly. Lead break is suspected.

Event description:
Further follow-up revealed that explanting neurosurgeon did not identify any obvious diccontinuties with the ncp system at the time of explant. A replacement system was not implanted.

Event description:
Product analysis summary: the lead assembly was returned for analysis in two pieces. The lead was received without the electrodes and lead body. Continuity check using a multimeter was performed. Continuity check did not identify any discontinuities on the portions of the lead returned. The condition of the lead is consistent with conditions that exist after the explant procedure. The connection between the setscrew and lead pins showed evidence of a proper mechanical and electrical connection as expected. Since the entire lead was not returned to MFR for analysis it is unable to determine whether a discontinuity occurred on the unreturned portion of the lead that may have contributed to the reported event.the concomitant device (pulse generator) was also returned and analyzed. The pulse generator met electrical test specifications. No visual anomalies were identified or observed.